Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic nissen fundoplication procedure while suturing the stomach, the device was difficult to load. The needle and suture disengaged into the patient cavity and were retrieved using graspers. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.